Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed noise. Boston scientific technical services (ts) was contacted for review, and it was determined that the artifacts were non-physiological in origin and consistent with a potential connection issue or electrode damage. Variable, but still in-range shock impedance measurements were also observed. It was recommended to bring the patient into clinic to assess the reproducibility of the non-physiological artifacts. Additionally, provocative maneuvers, isometrics, and diagnostic imaging were recommended to evaluate the system integrity. However, it was discussed that the secondary sensing vector would most likely not be an appropriate option for reprogramming as the patient's r-wave amplitude measurements were quite low. The patient was recently evaluated in-clinic, where the mechanical artifacts were reproducible in the alternate vector. Diagnostic imaging was strongly recommended to verify the correct system connection and electrode integrity. Should a fracture be confirmed, then ts discussed a potential electrode replacement procedure. However, if no abnormalities were seen on the x-ray, a complete system replacement was recommended to prevent further inappropriate therapy. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.